Manufacturer narrative:
The following fields have been updated due to additional information: correction: after further evaluation of the complaint, it has been determined that the previously submitted report 9260748 was sent in error. Complaint captured under report (B)(4) MFR#2243072-2023-02027. MFR#: 2243072-2023-02056 is void as a result.

Event description:
It was reported that while using the unspecified bd¿ pen needle it was difficult/unable to operate.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. E.1. The customer's address is unknown. New jersey, USA has been used as a default. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the unspecified bd¿ pen needle it was difficult/unable to operate¿ the following information was provided by the initial reporter: difficult/unable to operate¿.